Event description:
It was reported that an occlusion alarm occurred while customer used infusion set and insulin. There was no adverse impact to the customer¿s blood glucose level. Customer declined additional troubleshooting steps, then changed supplies as necessary and resumed insulin therapy.